Manufacturer narrative:
Please reference medwatch 2032227-2015-01439. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose readings of 544 mg/dl. The high blood glucose were treated with manual injections. The customer was hospitalized for high blood glucose readings at carlina east hospital. The customer had not been feeling well for a couple of days. Advised to reinsert reservoir and to run a manual prime. Insulin did exit the tubing. The history showed a bad battery, low battery, and no power alarms. Nothing further reported.